Event description:
Johnson & johnson recently changed the packaging for their acuvue contact lenses. On their website, they claim "these changes are cosmetic only, and there were no changes made to the packaging materials, packing solution, or contact lenses." I've worn acuvue for 34 years (currently, acuvue oasys), and personally, the contacts in the "new" packaging are significantly different from the "old" version. Within hours of putting in a new pair of contacts, I noticed blurry vision, and dry eyes -- something I've never experienced before. I thought this was a "me" problem, but in searching the on-line message boards, there are hundreds of people who have suffered the same experience -- both with the lenses manufactured in the us, and in ireland. Something has changed with the acuvue oasys lenses, and the change isn't good. It has caused eye irritation, dryness and requires replacement of the lenses much sooner than prescribed. Ref report: mw5158549.